Event description:
Procedure: hernia repair. Reportedly, the inflatable balloon ruptured during the operation. Part of the balloon flaked of the seal ring and was found in the pt. There was no reported injury to the pt as a result of this.